Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 300-400 (mg/dl). The customer delivered manual injections to address bg level. Additionally, the customer changed the supplies on the pump. Recommendation was made to consult with health care provider regarding diabetes management.